Event description:
Spontaneous call received by pt who states her legacy pump sn (B)(4) keeps alarming for no disposable clamp tubing. There were no kinks in her line. She reattached and made sure cassette not loose, etc, but 10-15 mins later it would start beeping again. Per pt she attempted fixing about 4-5 times but same error and beeping would occur. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.